Event description:
It was reported that during insertion, the iab would not pass through the sheath. A new iab was obtained. The second iab would not pass through the same existing insertion sheath. The sheath from the second kit was placed and the second iab passed it successfully. However, at that time, the clinicians determined that the 40cc iab was too large and replaced it with a 30cc catheter. There were no reported pt complications.

Event description:
It was reported that during insertion, the iab would not pass through the sheath. A new iab was obtained. The second iab would not pass through the same existing insertion sheath. The sheath from the second kit was placed and the second iab passed it successfully. However, at that time, the clinicians determined that the 40cc iab was too large and replaced it with a 30cc catheter. There were no reported pt complications.